Event description:
On (B)(6) 2015, the lay user/patient contacted lifescan (lfs) USA alleging that their onetouch ultra2 test strips were out of date and were running low. The complaint was classified based on the customer care advocate (cca) documentation as well as the initial call recording which was listened to by the medical surveillance specialist. The patient reported that the alleged issue occurred on (B)(6) 2015. The patient manages their diabetes by self-adjusting their lantus and humalog insulin dosages based on subject meter results and denied making any changes to their diabetes management regimen as a result of the alleged issue. The patient denied developing any form of symptoms as a result of the alleged issue but stated that because their blood glucose was reading high (in the ¿400¿s mg/dl¿) they visited their doctor¿s office. The patient¿s blood glucose was measured on an unknown doctor¿s device and an unknown result was obtained. As a result of the result on this device the patient was administered with insulin (type and dosage unknown) by their doctor. At the time of troubleshooting the cca confirmed that the patient had been using expired test strips and was able to replace them for some new product. The patient¿s products were also requested for evaluation. This complaint is being reported because the patient required medical intervention from their doctor in order to prevent serious injury as a result of using expired test strips.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.